Event description:
Amazon reported that the user "fell and broke both sides of her pelvis as well as her tail bone" requiring housing in an "assisted living facility" and the inability to walk without using a walker. It was reported that the "brakes never worked" on the device.

Manufacturer narrative:
There was no contact information provided in the report that medline received from amazon to follow up with the customer therefore no additional information is available to be obtained. Amazon reported that the user "fell and broke both sides of her pelvis as well as her tail bone" requiring housing in an "assisted living facility" and the inability to walk without using a walker. It was reported that the "brakes never worked" on the device. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.